Manufacturer narrative:
The customer complaint that pumps failed and they are outside of the recall list was not confirmed during the investigation since no product was returned for investigation. The recall addresses alaris¿ pump modules or pump assemblies with bezels manufactured between april 2011 and june 2017 with the fr-110 plastic. Review of the pump module device serial numbers provided by the customer showed that none of the serial numbers provided were manufactured during this time frame. If bezel replacement was performed by the customer, the bezels should be fully inspected and replaced (if required) prior to the device being returned to service. No internal or external inspection could be performed since the source devices were not returned for investigation. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the pumps failed and they are outside of the recall list. No patient involvement reported. The ¿test¿/¿inspection¿ performed by the customer was the visual by removing the membrane, inspecting behind it and opening the case checking for cracks and fluid invasion. During their test, of the 6 that fell outside of the affected sn¿s, we found 3 that had fluid invasion behind the membrane and 3 that had minor cracks. It is unknown if the cracks were on the outside by the membrane or on the inside on the posts.